Manufacturer narrative:
The concerto coil will not be returned for evaluation as it was discarded by the customer. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of gi bleed, one coil detached in the catheter. Procedure was completed with a competitive detachable coil. No patient injury was reported.